Manufacturer narrative:
Results - internal damage of casters.

Event description:
It was reported by service report that the casters were swiveling and the brakes were not holding. No pt involvement or adverse consequences are reported.